Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse called in to report that the customer had a emergency room visit on 07/03/2014 for low blood glucose. The blood glucose reading at the time was 425 mg/dl. The customer passed out at work due to her not eating enough. The customer was treated with insulin drip. Troubleshooting was performed. The date and time settings on the insulin pump were found to be incorrect. Assisted the customer with correcting the settings. Nothing further reported.